Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that a patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to pain. No further information has been provided at this time.